Event description:
The involved piccolo composite distal volar radius plate, together with 9 titanium pegs and screws, were implanted on (B)(6) 2012. The operation was completed uneventfully. X-rays radiography taken about two weeks following the surgery indicated on the pates at the plate distal section was loosen. During a revision surgery held on (B)(6) 2012, it was obtained that a small fragment of the plate, at plate distal section was broken. The sai small fragment and two loosen screws were extracted. There was no need for plate replacement. Thus the plate and other screws/pegs remained in situ.

Manufacturer narrative:
Review of the production records of the involved device indicated it was manufactured according to its specification. During the revision surgery, the plate was not replaced and remained in situ (only the small broken fragment was removed). Therefore, evaluation of the plate itself was not possible.